Manufacturer narrative:
The insulin pump powered up properly then had an unexpected blank display after count up. The problem was isolated to the mother board. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window and cracked display window corners.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the insulin pump had cracks located on the casing and that the device was dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.